Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent dislodged inside the patient. The physician was attempting to place the taxus liberte stent through a previously placed stent in a saphenous vein graft to the left anterior descending (svg to lad). The taxus liberte became caught up and dislodged. The stent did not migrate and was not removed. The patient was taken to surgery for a coronary artery bypass graft (CABG) procedure. The patient's current health status is unk.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.